Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient had a pericardial effusion observed by ultrasound. A pericardiocentesis was performed and the patient was stable. No ablation was performed. Additional information received stated there was damage to the left atrial appendage. After mapping the left atrium with a combination of a navister sf catheter and a lasso catheter the physician was working to get the topera 70 catheter to sit in the left atrium several times without success. The patient¿s blood pressure dropped and it was found that he had a pericardial effusion at that time. A pericardiocentesis was performed and blood was removed from the pericardial space. After this was drained at least 2 more times it was decided to take the patient to the or. The physician stated there was a ¿tiny hole¿ in the left atrial appendage. This event required an extended hospital stay. The patient was fully recovered. Physician stated the causality of this event was procedure-related. Physician did not consider the event causality was due to any malfunction of bwi products.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). (B)(4).